Event description:
It was reported that a cartridge did not fit onto the pump and that air bubbles were observed within the cartridge. Additionally, it was reported that the customer experienced a low blood glucose (bg) level. Customer required assistance from their spouse. Spouse gave glucagon to customer to resolve low bg. Reportedly, the customer continued to use current pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.